Event description:
Related to MFR report # 2183959-2012-02663. The plaintiff was implanted with an ams perigee graft on (B)(6) 2005, for pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the products caused the "plaintiff to suffer infection or inflammation, tissue abrasion, and other severe adverse health consequences." It was also alleged that the plaintiff has suffered serious injury, physical pain and suffering, mental anguish, and disfigurement.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.